Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up. The patients cardiac defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing event. Programming changes were made during the follow up.